Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer's blood glucose was 503 mg/dl. Customer had treated their blood glucose with manual injections and the insulin pump. The customer stated they had programmed a 7.5 unit bolus for their high blood glucose, but only received 1.4 units. It was also found the customer was feeling thirsty and sick due to their high blood glucose. Troubleshooting found the customer had a possible air bubble in their tubing. It was also found the customer had a bent cannula after removing their infusion set. Customer's alarm history also showed a no delivery alarm. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer was also advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.